Event description:
It was reported that surgeon wanted to reduce patient's offset by changing the odc liner. The +1.15 head was explanted and a new one was placed. There was no patient consequence. No delay was reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".